Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.50mm x 24mm liberté bare metal stent was selected and advanced to treat the target lesion. While trying to pass the rca, it was noticed that the stent's shaft was broken. The procedure was completed with another liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box, product pouch, product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The batch number on the returned packaging and device matched the reported batch number. The balloon was tightly folded with the stent secure on the balloon. There was a complete midshaft separation at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft separation or the reported difficulty crossing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.50mm x 24mm liberté¿ bare metal stent was selected and advanced to treat the target lesion. While trying to pass the rca, it was noticed that the stent's shaft was broken. The procedure was completed with another liberte stent. No patient complications were reported and the patient's status was stable.